Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient continued to have really bad pain episodes. Right now, she might take a 1/2 of a percocet a day. The healthcare professional (hcp) was suggesting she tried the bolus. Patient had an episode in (B)(6) where she was back in bed again. She wanted to go to work but was having trouble accomplishing that due to the episodes. The hcp told her if she did the patient programmer (ptm), she could no longer take oral pain medication. Her pain managing hcp would not see her anymore and would not give her any information on the ptm. The only problem patient had was 6 weeks after she had the pump implanted in (B)(6) 2017, she had spinal fluid in her back. It was a round cyst filled with puss sticking out. Patient had to have emergency surgery since the spinal fluid gathered around the catheter. Situation was resolved. Pump was protruding out of her abdomen. Patient was a small person and couldn't wear half her clothes after she had her pump implanted because you could see the pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that per the office, the rep's understanding was that the issue had been resolved. The patient was told to follow up with pain management. No further complications were reported.